Event description:
It was reported that a malfunction alarm labeled "malf 0" occurred, and the issue did not adversely impact the customer's blood glucose levels. The customer was advised by technical support to replace the malfunctioning pump, as it was not resettable. A replacement pump was sent, which included updated software that the previous pump lacked. The customer was guided on how to store and return the problematic pump and was informed about programming settings and connecting a continuous glucose monitor to the new device. The customer acknowledged all instructions and arrangements, including usage of multiple daily injections as a backup therapy until the replacement pump's arrival.